Event description:
Procedure type: knee surgery. According to the reporter: the patient incurred post operative infection following a left quadricup and endon repair with the product. The product was removed during I&d left knee abscess in 2009.